Manufacturer narrative:
The complaint device was not returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated that the occlusion alarms did impact their blood glucose (bg) levels in the past due to not knowing how to deliver the remaining bolus following an occlusion alarm; bg levels were not impacted by recent occlusion alarms. No bg values were provided. System check was performed and the pump performed as intended. Reportedly, the pump is worn against the customer's skin. The customer was to keep the pump away from their skin while delivering a correction bolus. The customer reported receiving an additional occlusion alarm. A system check was performed and the pump performed as intended. The customer changed their infusion set tubing and site and received additional occlusion alarms. During a follow-up call it was determined that the customer would use their cartridge past labeling. It was also found that the customer would receive multiple cartridge alarm 6 (vent not working) after the occlusion alarms when the cartridges were used for longer than 3 days. Tandem technical support informed the customer that cartridges should be change every 72 hours.